Manufacturer narrative:
Reason for no-evaluation - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting the event and has not requested an equipment check, field service visit or clinical support visit.

Manufacturer narrative:
Describe event- added patient outcome good and three posterior capsules were reported. Concomitant medical products was provided. Handpiece and tip was included.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
Account reported capsule tear that required anterior vitrectomy.

Event description:
The clinic reported three posterior capsule tears. The clinic reported all three patient outcomes are expected good outcome. Each will be submitted separately. This is three of three reported.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Date received by manufacturer was not provided in follow up#1 , follow up#2 and follow up#3. The date for follow up#1 is (B)(6) 2013. The date for follow up#2 is (B)(6) 2013. The date for follow up#3 is (B)(6) 2014. The selection for follow-up type in follow-up#3 was not provided. Correction should have been selected as the follow-up type. The manufacturer report number should have been (B)(4).